Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that implant (tsv4b10) was removed due to an allergic reaction observed during the healing period. Patient experience face itching, and eye swelling. Allergic symptoms did not improved with medication and implant was removed. Bone loss and inflammation were also reported.

Manufacturer narrative:
One imp, tsv, 4.1mm, sbm, 10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use about the threads with some debris. Device measured to specifications with cal1831 (cal due (B)(6) 2020). No pre-existing conditions were noted on the per. The reported product was located on tooth # 9 and used for approximately 1 month prior to removal. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63767163. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Review of material kitting notes that all raw materials utilized were manufactured to specification. Complaint history review was performed for the reported lot number (63767163) for similar event and 1 other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported events (bone loss + allergic reaction) or product (tsv4b10). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause is related to patient specific issues not addressed.

Event description:
No further event information available at the time of this report.